Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified access set was leaking from an unspecified location. This issue was further described as, leaking primary tubing of unspecified fluids at the hub when connected to a catheter. It was unknown at the time of this event if the tubing was connected to a baxter pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.